Event description:
It was reported that the patient was withdrawn from the left ventricular assist device (lvad) and passed away on (B)(6) 2022. On (B)(6) 2022 the patient was vasoplegic post-operatively and had bleeding at every puncture site, which required multiple surgical washouts. The patient's death was due to portal hypertension, bleeding, and ongoing hypovolemic shock with severe acidosis despite continuous renal replacement therapy (crrt). There was no autopsy performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and patient outcome could not be conclusively determined through this evaluation. It was reported that the device operated as expected and was not explanted for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), is currently available. Hypertension, bleeding, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 also lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.